Event description:
Pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2011, the pt was injected in two sites with 2.0 ml coaptite, lot 1024840. On (B)(6) 2012, the pt was diagnosed with a urinary tract infection as a result of ua. The pt was treated with macrobid on (B)(6) 2012. The adverse event resolved on (B)(6)2012. Per physician the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
The device history records for lot 1024840 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.